Event description:
A user facility returned the olympus, the oes broncho fiber videoscope to the service center due to a leakage in the bending section cover . Upon evaluation of the returned device, it was observed the bending manipulation and insertion tube was defective with peeling of the coating from the insertion section. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation concluded, the bending manipulation and insertion tube was defective with peeling of the coating from the insertion section, wrinkles in the insertion part, watertightness is not maintained due to holes in the curved rubber, the play of the angle lever is out of the normal state due to the extension of the angle wire and the curved tube is crushed due to an external factor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by repeated excessive wiping of the outer surface of the insertion section, or chemical deterioration by chemical solutions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.